Event description:
It was reported by the caller that vicryl suture was used for closure of a bunionectomy of the right foot with screw fixation in 2005. Ten days post-op the pt began experiencing. Dermatits and pain, which intensified the following day. The dermatitis resolved. Approximately 2 months following the procedure the pt developed edema over th escrew area in soft tissue. Wound cultures were negative. Report states that a blister was popped at home with a sterile blade by the pt. The screw device was excised in 2005. Pt was prescribed various antibiotics.